Manufacturer narrative:
Corrections in b5. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned and no x-rays were provided. Device evaluation could not be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or traumatic factors. DHR review: DHR unable to be reviewed as lot numbers are not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient is experiencing positional shooting arm pain with flexion and extension after a two-level mobi-c procedure. A revision surgery was performed to remove the two mobi-c implants and convert them to an acdf. This is report two of two for this event.

Manufacturer narrative:
Corrected information in b5. Additional information in d6b. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient is experiencing positional shooting arm pain with flexion and extension after a two-level mobi-c procedure. A revision surgery was performed to remove the two mobi-c implants. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00094.

Event description:
It was reported that a patient is experiencing positional shooting arm pain with flexion and extension after a two-level mobi-c procedure. A revision surgery is planned but has not yet been scheduled. This is report two of two for this event.